Manufacturer narrative:
(B)(4) date sent to the FDA: 01/30/2017. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Location and character of the pain? How long after the procedure was the pain first noted? How long after the procedure was the bowel blockage first noted? Has any medical or surgical intervention been provided for your pain or bowel blockage? If in your possession, may we have a copy of your operative report?

Event description:
It was reported that the patient underwent a laparoscopic bilateral inguinal hernia repair procedure in 2011 and the mesh was implanted. Following the procedure, the patient developed pain in the area of central section of his ribs which required medical attention and a CT scan with contrast showed a small bowel blockage. The patient experienced emesis, after which the pain subsided. No medical intervention has been performed, but the patient is seeking medical opinion from surgeons experienced with mesh removal. A recurrence of the hernia has not been diagnosed but the patient plans to proceed with a re-operation if medically necessary. The patient reports intermittent, intense pain and symptoms currently, which are severe enough to wake him from sleep. It was also reported that the patient underwent a l4-l5 lumbar spinal procedure in 2013 and was diagnosed with/treated for non-hodgkin¿s lymphoma in 2014. The patient has a history of using prescription narcotics for pain until (B)(6) 2015, when the patient went off narcotic pain medications. It was after this point that the hernia pain and symptoms began. The patient acknowledges that the cessation of pain medications allowed his perception of the pain symptoms to become more pronounced and opines that increased gi motility has also impacted his symptoms. Additional information has been requested.